Event description:
Initially the customer contacted baxter's technical service for assistance with a low drain volume alarm which occurred on the homechoice during use for peritoneal dialysis (pd) therapy. Assistance was provided to the customer and during the conversation, the caregiver (cg) stated that the home patient (hp) has peritonitis. On (B)(6) 2012 baxter (B)(4) contacted the patient's peritoneal dialysis nurse (pdn) to follow up on the report of peritonitis and received the following information. On an unknown date, the patient began pd therapy using dianeal pd4 ambuflex (dose and lot numbers unknown) intraperitoneally (ip) nightly and dianeal pd4 ultrabag (dose and lot numbers unknown) ip daily. On (B)(6) 2012, the patient experienced cloudy pd effluent. On an unknown date in (B)(6) 2012, vancomycin ip (dose and frequency not reported) was initiated. On an unknown date in (B)(6) 2012, vancomycin ip was discontinued and bactrim po (dose and frequency not reported) was initiated. At the time of this report, the event of peritonitis was ongoing and improved. The pdn stated the cause of the peritonitis is unknown. The patient remained on pd therapy, no change in dosage. The event of peritonitis was not related to any baxter products. No further information was requested.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no sample was returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed for potentially associated lot number gd890525. No issues were detected during the manufacturing of this batch.